Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained from the patient spouse reported that the patient's device site appeared to be infected and the patient had a fever and chills. The patient was at home when the spouse found the patient passed away. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information, however no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.